Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12388, 2017865-2021-12389. During an in-clinic follow-up it was found that there were episodes of high capture threshold resulting in loss of capture on the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. Dislodgment of all three leads due to patient movement was suspected to be the cause of the event. The ra, rv, and lv leads were explanted and replaced to resolve the event. The patient was stable.